Manufacturer narrative:
B3: unknown h3: one device was returned for analysis. Visual inspection showed a degraded downstream occlusion (dso) seal. Review of the event history log (ehl) was performed and the customer reported problem was confirmed. Functional testing was not able to duplicate the reported issue. The cause of the reported issue was unknown. As preventative measure, the main board and dso sensor were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump beeped non-stop and exhibited error code 451. No adverse patient effects were reported by the customer.